Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 3/31/2021. Additional information: d9, h4, h6 component code: g07002 device not returned. H3 evaluation: machine welding around the ports was inspected and it was found in good condition. It was reviewed if there was melting on the exit port that could affect its diameter but exit port and entrance port were in good condition. According to the failure mode, exit tube was verified on sample received, tube was compared with other samples and had the correct length, in addition during manufacturing process tube is cut using a fixed fixture to provide the appropriate dimension. The exit port of sample provided for evaluation was also visually verified, it could be observed the cut of the tube was even (straight) and the plug fit correctly into the tube. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Material incoming inspection records for the tube used in the exit port side, part number, lot number used in the lots of the reported complaint were reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered this material factor does not contribute to the reported complaint defect. Man in accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The following information has been requested and obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number? =>no further information is available. Was another reservoir used to correct the situation? =>no further information is available. Device return status =>we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown urological surgery on an unknown date, and a reservoir was used. The connector plug of the exit port of the reservoir was loose, and air leak occurred . The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.